Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. H6 - component code - proposed code is mechanical (g04) - femur visual evaluation of pictures provided identified that the explanted devices were covered in bio-debris. No further evaluation could be made based on the picture provided. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 medical devices: rotating hinge knee 12mm height size d articular surface catalog#: 00588004012 lot#: 66188481. Size 3 precoat non-modular cemented tibial component catalog#: 00588000302 lot#: 66081854 12mm diameter 100mm length offset stem extension combined length 145mm catalog#: 00598802012 lot#: 64323106. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee revision approximately fifty days post-implantation due to stiffness. No additional patient consequences were reported.